Manufacturer narrative:
Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and may require subsequent re-intervention. Most cases of suture loop noted intra-operatively are corrected and do not lead to serious injury or death. The root cause of this event was due to procedural related factors. There was no indication or allegation of a device malfunction contributing to the event. The subject device was not returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 31mm 7300tfx mitral pericardial valve was explanted after an implant duration of approximately 25 days due to suture loop. As reported, this event occurred due to a technical mistake and not due to manufacturing process. Another valve of the same model was implanted in replacement.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device was evaluated and the customer report of suture loop was confirmed. Suture track indentations were observed on the free margins of leaflets 1 and 2 near commissure 2, indicating that the suture was looped around commissure 2. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 on the outflow aspect. Multiple sutures remained attached to the sewing ring around the valve. Sewing cloth was cut around leaflet 2. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.